Manufacturer narrative:
Intuitive surgical inc., (isi) received following additional information from site's clinical engineer : the reported 8mm fenestrated bipolar forceps instrument was inspected prior to use. There was no damage or anything out of ordinary to be observed. The cable was fully broken. There were no signs of thermal damage or arcing to be observed. The reported instrument did not collide with any other instrument or tool during the procedure. User did not experience any problems while removing the instrument through cannula. There was no patient injury. The procedure was completed robotically. The instrument was returned to isi for evaluation. Photographic image(s) of the device or a video recording of procedure was not available for isi review. The patient information was not provided.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the idler pulley. The cable was not fully broken. The probable root cause of the grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.